Event description:
It was reported that the patient experienced a shocking sensation in her head. The patient was admitted to the psychiatric ward of the hospital. The patient turned the stimulation off using the patient programmer. No further patient treatment or outcome was reported. Reference MFR report #3004209178200801250.